Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-04407. The pt received two leads with the same lot number. It was reported the pt progressively had more invalid contacts on one of her leads over time, and her stimulation was less effective. During the procedure, the physician noted one lead was fractured. When the physician removed the fractured lead, it became knotted around the remaining lead. The physician replaced both leads. Also during the procedure, the physician noted the set screw septum was open on the ipg and decided to replace the ipg, as well. Follow up identified the pt's issue was resolved with the procedure, and she had effective stimulation postoperative.